Manufacturer narrative:
Investigation summary: in response to the event reported by your facility a device history review was conducted for lot number 9050871. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately a sample could not be obtained for evaluation and testing. Investigation conclusion: bd will continue to monitor this issue and encourages you to submit your sample for review. Root cause description: without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that bd intima-ii¿ closed IV catheter system leaked during use. The following information was provided by the initial reporter: at 15:05 on (B)(6) 2020, the nurse gave the patient (B)(6) 0.9% sodium chloride injection 100ml and cefuroxime 1.0 g of the drug as intravenous drip. When the nurse was still pushing the tube liquid, it was found that the heparin cap was leaking, so the heparin cap was replaced, which had no adverse effect on the patient.